Manufacturer narrative:
D6 implant date - estimated.

Event description:
It was reported that valve failure occurred. Procedure summary: in 2016, an unknown size lotus valve was successfully implanted to treat the native aortic annulus. No patient complications were reported. Event summary: seven (7) years post procedure failure of the lotus valve was noted requiring a valve-in-valve to be performed. Patient status: no patient complications were reported.